Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2021-00380.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2021-00380.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02745, 0001822565-2021-02747, and 0001822565-2021-02748. Medical devices: unknown lcck femoral catalog#: ni lot#: ni; unknown lcck femoral stem catalog#: ni lot#: ni; unknown lcck tibial stem catalog#: ni lot#: ni; unknown lcck tibial insert catalog#: ni lot#: ni. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee revision due to loosening. Attempts have been made and no further information has been provided.